Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 12 mg/dl at the time of incident. The customer stated that she might over delivered which caused the low blood glucose. The customer stated that the no delivery alarm kept recurring. The customer stated that the insulin did exit after reconnecting the infusion set and reservoir during plunger push. The customer was advised to rewind the insulin pump. The customer performed manual prime. The customer stated that the insulin pump alarmed during manual prime and got stuck in rewind process. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the prime, excessive no delivery and displacement tests. No unexpected excessive no delivery alarm noted. The pump passed the self test and error alarm test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked lcd window. No rewind anomaly was noted.